Event description:
Dealer advised motor is running rough and cuts off and heats up after approximately 15 minutes of use. Gearbox is cracking and popping on both low speed and high speed for approximately 1 week. No injury or ill effect.